Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained bupivacaine and dilaudid, both with unknown concentrations and doses. It was reported the 2006 pump quit in ¿(B)(6) 2008¿. The patient¿s family member noted it was replaced, and the pump was sent back. The patient went through withdrawal. No further patient complications were reported.